Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) regarding an issue which occurred while the reporter was in (B)(6). It was alleged that the subject meter had a battery charge issue. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.